Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6 the field service representative (fsr) verified the reported complaint as upon initial inspection, the electronic patient gas system (epgs) would not calibrate. The fsr found an error in the logs and replaced the oxygen (o2) sensor. Release testing was preformed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log showed that the issue occurred on (B)(6) 2021. On that date the gas system was successfully calibrated. There were several 'oxygen (o2) sensor and blender disagree' with the sensor measuring around 21% and the setpoint at 80%. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the o2 sensor into lab use only (luo) testing equipment. The pst did not observe an 'o2 needs calibration' message during the 68 minutes of monitoring. All verification/release testing passed successfully.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb) whereby they got an 'oxygen (o2) needs calibration' message. There was no blood loss or delay and they did not change out the unit, the procedure was completed successfully.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed an 'oxygen (o2) needs calibration' message. The perfusionist noted the fraction of inspired oxygen (fio2) was at 73% and there were no issues with the partial pressure of oxygen (po2). As mitigation, the perfusionist turned the fio2 to 90% and completed the case with no issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.